Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after consuming approximately 30 grams of carbohydrate from cereal, with postprandial glucose rising to 260 mg/dl and remaining above 180 mg/dl for a couple of hours; the ilet was reported to be dosing insulin and no infusion set issues were observed. Symptoms included elevated blood glucose without clinical sequelae such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance from others, and no backup therapy beyond hydration. Investigation included technical review and user troubleshooting with education regarding postprandial management. Investigation of this case revealed no confirmed device malfunction and insufficient information to assign a definitive cause. It was concluded that the event was consistent with hyperglycemia of unclear cause without adverse health effects and without device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.